Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred.a 8mm x 3.00mm nc quantum apex mr balloon catheter was advanced to the target lesion and during inflation at unknown atms, a balloon rupture occurred. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination of the returned device revealed blood and contrast in the balloon and inflation lumen of the catheter. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material and the ro marker that could have contributed to the damage. No evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).